Event description:
A pt who had experienced a difficult insertion of a mahurkar maxid catheter into their right internal jugular vein had the mediastinum penetrated by the dilator and catheter, resulting in a thrombus. The pt aspirated the following day and died. The relationship of the catheter insertion and the aspiration and subsequent demise are difficult to assess, given the pt's comorbidities.